Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 42 mg/dl. Customer's sensor glucose reading was 70 mg/dl. Customer stated that the sensor has been in place for about 3 days. Customer treated with glucose tablets. Sensor glucose and blood glucose differences are not within an acceptable range. Customer stated that there is an issue with his low repeat feature. Customer stated that when he is sleeping and gets a low alert, he will get up, test, treat, and go back to bed, but the pump keeps repeating that he is low. Customer stated that this occurred about 3-4 nights ago. It was found that the customer calibrates with every blood glucose reading that he takes. Customer was advised to calibrate 3-4 times a day with stable blood glucose readings to prevent a temporary decrease in sensor glucose readings. It was found that the sensor was set for a low repeat for 20 minutes. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.